Event description:
The customer reported a liquid leak with blood in the vicinity of the flow cell module on the unicel dxh 800 coulter cellular analysis system. The volume of the leak was about 10ml and it was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves with no face protection. There was no contact with the liquid and no exposure to mucous membranes or open wounds. Medical attention was not sought. The customer did not review the msds sheets; however, they are readily available on the beckman coulter, inc. Website. The lab has an exposure control/risk management plan in place. No patient sample results were affected by the leak. The customer was running a startup when the leak was discovered. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Blood, 6c cell control, diluent, and dxh cell lyse may be present in the nucleated red blood cells (nrbc) mix chamber during normal operation, and dxh cleaner during shutdown. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse found fluid in the drip tray under the mixing chambers. The drip tray contained the leak. The fse found a partial plug in the drain port of the nrbc mix chamber and cleared the plug. Per e-mail on (B)(4) 2012, the fse identified the material causing the plug as a piece of tube stopper. The cause of the leak is a plugged nrbc mix chamber drain port. (B)(4).